Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. Reporter stated that the display was scratched. Reporter was not sure if pump has a lens protection film. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2019 with the following findings: on investigation, the display screen was confirmed to be scratched. Unrelated to the original complaint, the display screen was noted to be dim/discolored.